Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. In the beginning of 2014, the patient became severely ill with symptoms of a bowel obstruction, severe nausea, vomiting, abdominal pain, cramping and bloating. The patient experienced numerous hospitalizations and weight loss of 45 pounds as of 2015. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
Date sent to FDA: 2/6/2019.